Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe plunger rod was broken/damaged. The following information was provided by the initial reporter: "the plunger fell out of syringe while phlebotomy was being performed." It was reported by customer that the plunger fell out of syringe. Verbatim: rcc received a complaint via email. Email(s) attached. The plunger fell out of syringe while phlebotomy was being performed. Item#309646. Lot#4045835.

Event description:
Material# unknown batch# unknown. It was reported by customer that the plunger fell out of syringe verbatim: rcc received a complaint via email. Email(s) attached. The plunger fell out of syringe while phlebotomy was being performed. Item#309646. Lot#4045835.

Manufacturer narrative:
Since no samples displaying the reported condition were received, a potential root cause could not be defined, and corrective actions are unnecessary. A physical sample is required for a more thorough evaluation and potential root cause determination.